Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump is displaying an error message randomly while running that reads "delivery too slow". The administration set was changed, but it did not clear the error message. Infusion was not life sustaining. No patient injury resulted.

Manufacturer narrative:
Additional information: d10, h6, h10. Device analysis: one smiths medical cadd solis vip pump was returned for analysis. During analysis, the reported problem was able to be duplicated. Service replaced the inoperable micro processor board to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.